Event description:
The customer reported a fluid leak of unspecified volume from the manual probe on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe was misaligned with the rinse block, allowing diluent to come out of the top of the rinse block (rb1). He realigned rb1 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).